Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The event history log showed error, high alarm displayed: cassette not attached properly. Functional testing found that the pump alarmed cassette not attached properly when the latch handle was closed. The investigation determined the cause of the issue was the downstream occlusion (dso) sensor. Service history identified the complaint was not related to a previous service of the device within the review period. The dso sensor was replaced.

Event description:
It was reported that the device was returned for preventive maintenance. There was unknown patient involvement. Analysis of the device found that the downstream occlusion (dso) sensor was faulty.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-07449 and any reports associated with it.